Manufacturer narrative:
At the completion of the clinical evaluation, based on the information received there were substantial evidence to support the following reported events; a partial endoleak type iiia between the cuff and main body. Clinical evaluations was unable to find substantial evidence to support the following reported events; endoleak type iiib. Additionally there was evidence to reasonably support the following observation; endoleak type ii from the inferior left accessory renal artery, and aneurysm enlargement. Cumulative knowledge informed by past assessments of similar complaints was applied to a review of the available medical information. The most likely cause of the loss of seal could not be determined due to lack of diagnostic medical imaging. The likely cause of the compromised stent graft integrity was related to the strata graft material. Unable to determine procedure-related, anatomy-related and user-related issues, off-label, or cautionary product use conditions. Associated clinical harms for this event included: type iiia and type iiib endoleaks; aneurysm enlargement; and a secondary endovascular procedure. There was no device related issue involving the type ii endoleak seen at 1 month post implant, the patent inferior left accessory renal artery, likely contributed to the clinical harm: type ii endoleak. The final patient disposition was reported as stable. Aa root cause investigation was carried out for all afx complaints having an identified failure mode of a type iiib endoleak. Endologix implemented the following corrective actions with the intent of reducing type iiib endoleak events; upgraded graft material (i.e. Duraply) and updates to the IFU and additional physician training. The change to duraply graft material and the IFU changes were put in place (B)(6) 2014. The type iiib endoleak rate for afx manufactured and implanted before these corrective actions were put in place is trending at 2.5%. Since the corrective actions were implemented, the type iiib endoleak events reported for afx devices has been reduced to <0.2%. Root cause investigation was carried out for all afx complaints having an identified failure mode of a type 3b endoleak. Endologix implemented the following corrective actions with the intent of reducing type 3b endoleak events; 1. Upgraded graft material (i.e. Duraply) and 2. Updates to the IFU and additional physician training. The change to duraply graft material and the IFU changes were put in place (B)(6) 2014. The type 3b endoleak rate for afx manufactured and implanted before these corrective actions were put in place is trending at 2.5%. Since the corrective actions were implemented, the type 3b endoleak events reported for afx devices has been reduced to <0.2%. A root cause investigation was carried out for all afx complaints having an identified failure mode of a type iiia endoleak. The root causes have been identified as; patient anatomy including large aneurysms, aneurysm sac angulation, significant aortic neck angulation and lack of thrombus; patient conditions including disease progression or anatomical changes post implant; off label product use including patient anatomy, overlap length, oversizing between components, and placement of the devices within the anatomy of the patient. Endologix implemented the following corrective actions to reduce the type iiia endoleak events; sizing guidance and instructions were updated in the IFU and released on (B)(6) 2015, field training was completed by (B)(6) 2015. Since the corrective actions were implemented the type iiia events have been reduced significantly and are well within the acceptable range per our risk assessment. Root cause investigation was carried out for all afx complaints having an identified failure mode of a type 3a endoleak. The root causes have been identified as; patient anatomy including large aneurysms, aneurysm sac angulation, significant aortic neck angulation and lack of thrombus; patient conditions including disease progression or anatomical changes post implant; off label product use including patient anatomy, overlap length, oversizing between components, and placement of the devices within the anatomy of the patient. Endologix implemented the following corrective actions to reduce the type 3a endoleak events; sizing guidance and instructions were updated in the IFU and released on (B)(6) 2015, field training was completed by (B)(6) 2015. Since the corrective actions were implemented the type 3a events have been reduced by 95%. Devices remain implanted in the patient and were not returned, no evaluation completed. The review of manufacturing lot confirmed all devices met specifications prior to release. Endologix continues to investigate this event and similar events to ensure the highest quality and patient safety.

Manufacturer narrative:
Endologix will continue to investigate the reported event. The patient medical records and imaging studies have been requested for further evaluation by a clinical specialist. A final report will be submitted once the investigation of the reported event has concluded.

Event description:
The patient was initially implanted with a bifurcated and suprarenal stent graft on (B)(6) 2012. On (B)(6) 2017, it was reported that a type iiia and type iiib endoleak was observed by computed tomography. The leak presented as a separation of components and a graft tear. On (B)(6) 2017, the physician elected to reline with a bifurcated and infrarenal stent graft. The patient is reported as stable post repair.